Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 21dec2016 to assess the instrument test well images in question, which appeared visually positive with slight red blood cell adherence.

Event description:
On (B)(6) 2016, a customer reported unexpectedly negative antibody screens on a galileo echo instrument, for two (2) blood samples from the same exact patient.